Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. There was no indication that the complaint occurred as reported. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump has "no alarm or error message and just stops working barely after one feed". Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further information. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump has "no alarm or error message and just stops working barely after one feed". Mmdg did follow up with the initial reporter, who stated that the patient had not had any adverse effects due to the complaint, but did not provide any further information. (B)(4).